Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 37 mg/dl. The customer stated that they treated the low blood glucose with soda that brought the blood glucose up to 138 mg/dl. The customer also reported that they experienced high blood glucose of 387 mg/dl. The customer stated that they treated the high blood glucose with insulin that brought the blood glucose down to 170 mg/dl. The customer declined to troubleshoot for high and low blood glucose. The insulin pump will not be returned for analysis.